Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that iron powder-like foreign materials were confirmed in the patient's eye. While processing the hard nucleus with ultrasound, the foreign materials like a metal that was glittering was the eye was confirmed. The physician removed what could be removed, but some was retained. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
The customer did not retain the product lot information, therefore the device history records traceable to the reported product could not be reviewed. No sample was returned for evaluation; therefore the condition of the product could not be verified. A usb drive with video was returned. A video of the event was reviewed. The video was 27.36 minutes. The video begins with a wire lid speculum already in place. The conjunctiva had already been dissected. A subconjunctival irrigation was noted in the lower part of the eye. A weck spear dabbed at the site. Forceps are used to stabilize the eye. An incision is made at 6 o¿clock. A keratome completes the entry to the anterior chamber. A paracentesis is completed at 3 o¿clock and 9 o¿clock. The anterior chamber is deepened with ophthalmic viscoelastic device (ovd). Ovd is spread over the cornea. A cystotome is created with a needle bent with a needle holder. The cystotome is entered at 3 o¿clock and a capsulorhexis is completed. During capsulorhexis, the lights are turned off, and with the microscope light only, there appears to be some glittering particles noted. The cystotome is removed and the hydrodissection cannula is introduced. The hydrodissection is completed. The phaco handpiece tip enters at 6 o¿clock. A second instrument enters at 9 o¿clock and holds the cataract, assists with splitting the cataract in four (4) pieces. The second instrument is spinning the cataract pieces to the phaco tip. The second instrument is very close to the phaco tip by the end of phaco. Phaco is complete and the phaco tip is removed. There are glittering particles noted throughout the anterior chamber. The I/a tip is introduced and some of the glittering particles are removed with aspiration. The anterior chamber is deepened with ovd. A ring is inserted in the capsular bag. The intraocular lens (iol) is implanted and dialed into the proper position. The I/a is used to remove the remainder of the ovd. More glittering particles are removed. The second instrument is back in at 9 o¿clock to assist with moving the cortex to the I/a tip. The paracentesis sites are hydrated and closed. The main incision is checked for leaks. A bubble is injected. The incision is checked again for leaks. The main incision is hydrated. The incision is checked with a weck spear. An injection is placed in the lower subconjunctival. The wire lid speculum is removed. Surgery is finished. The root cause of the customer's complaint could not be conclusively determined. The video was reviewed and there is no evidence that the design or manufacturing of the product contributed to the reported event therefore no further action will be pursued at this time. Additionally, no samples were returned for root cause evaluation therefore the condition of the product could not be verified. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).